Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however, puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examined the collector carefully before you fill, carry, or dispose of it.

Event description:
While removing filled collector from autoclave for disposal, employee was stuck with a needle that penetrated the side of the collector.